Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(4) 2018 which stated "visible debris in elevator mechanism, unable to be removed after multiple hld and manual cleaning" involving a pentax video duodenoscope model ed-3490tk during reprocessing. Additional information from regional service manager on (B)(6) 2018 via email and phone: the reported visible debris was clarified as white debris, which had a consistency of "tooth paste". It was first noticed after the outpatient endoscopic retrograde cholangiopancreatography(ercp) stent placement procedure and again after two reprocessing attempts with enzomatic and high level disinfectants by the customer. The first reprocessing took place within thirty minutes of the procedure. There was no reported injury to the patient or user, and no potential for potential cross contamination. The visible white debris in the elevator mechanism was confirmed by the regional service manager with the naked eye and using a magnification loop while on site after the second reprocessing by the customer facility. The service manager confirmed the customer follows the instructions for use for the duodenoscope reprocessing and used both manual and automated reprocessing techniques. This is when the customer notified pentax medical and the duodenoscope was sent for evaluation. It was also noted, the user documented using endopro iq software that during the ercp/stent placement procedure the viewing lens was partially obstructed with the white debris and the duodenoscope needed to be removed and cleaned a couple times to complete the procedure. The staff also described the patient's gallbladder as being full of similar white debris during the gallbladder removal the following day in the operating room. The tech suggested that the white debris within the gallbladder could possibly be related to potential substance abuse of steroids and "muscle milk" protein enhancements by the (B)(6) year old male patient. The duodenoscope was returned to pentax medical for evaluation on 05sep2018. The duodenoscope was reprocessed on 06sep2018 and the pentax service repair technician evaluated the duodenoscope and was not able to duplicate the customer's complaint. Other inspectional findings included: segment pipes disconnected distal cap - fixed type m0 - zone m - condition like new. Distal cap - fixed type l0 - zone l - condition like new. Distal cap - fixed type f0 - zone f - condition like new. Distal cap - fixed type g0 - zone g - condition like new. Distal cap - fixed type h0 - zone h - condition like new. Distal cap - fixed type i0 - zone I - condition like new. Distal cap - fixed type j0 - zone j - condition like new. Distal cap - fixed type k0 - zone k - condition like new. Distal cap - fixed type passed epoxy seal integrity inspection. Right/left angulation knob play. Passed dry/wet leak test. Segment steel braid out. Residue on air/water nozzle, residue. Fluid invasion not observed in control body or pve connector. The duodenoscope underwent cleaning and disinfection, angulation adjustment, and video image calibration on 06sep2018. On 21sep2018 the duodenoscope was sampled and samples sent to (B)(4) for testing. The samples were received by (B)(4) on 22sep2018, pending test results as of 02oct2018.